Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the balloon was inflated to 16.5atm and then to 18atm; at 18atm the balloon burst. The device was removed from the scope and a fragment of the balloon material was removed from the patient using biopsy forceps. No other visible issues were noted to the device. The procedure had been completed with this cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of balloon burst. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the balloon was inflated to 16.5atm and then to 18atm; at 18atm the balloon burst. The device was removed from the scope and a fragment of the balloon material was removed from the patient using biopsy forceps. No other visible issues were noted to the device. The procedure had been completed with this cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and directions for use (dfu) was performed and determined the device was used according to its labeling. According to the complainant, the suspect device has been disposed and is not available for return. Therefore, a device evaluation has not been performed and the reported malfunction of balloon burst could not be confirmed. However, balloon burst can occur due to anatomical or procedural factors such as tortuous anatomy or contact with a sharp exterior source; therefore, the most probable root cause for this complaint is operational context.